Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01069. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch clp830,batch chb426,batch cpb357,batch cpe204,batch dab989.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic oophorectomy on (B)(6) 2011 and topical skin adhesive was used on the epidermis. On (B)(6) 2011, the patient returned to the hospital with itching, and redness and blisters around application area. The surgeon applied a steroid to the site, and (B)(6) after, the patient recovered fully. The patient's condition is currently stable.